Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotapro used in the procedure was returned with rotawire device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as clinical circumstances were unable to be replicated and the returned rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that device entrapment occurred. The patient underwent a percutaneous coronary intervention. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 180,000rpm and it was noted that the burr was stuck in the rotawire upon insertion. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications reported.

Event description:
It was reported that device entrapment occurred. The patient underwent a percutaneous coronary intervention. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 180,000rpm and it was noted that the burr was stuck in the rotawire upon insertion. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotapro used in the procedure was returned with rotawire device. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as clinical circumstances were unable to be replicated and the returned rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Inspection of the remainder of the device, revealed no damage or irregularities.